Manufacturer narrative:
The samples are received in the laboratory and run immediately. The repeat testing was performed within 24 hours, and the samples were refrigerated. Sample handling was reviewed with the customer. The customer service engineer (cse) inspected the instrument. The cse found a large wash manifold wash displacement and changed all 2-way and 3-way valves for wash displacement. The IFU states in the limitations section: "this assay should not be used to diagnose or exclude acute infection. Results are not intended to be used as the sole basis for patient management decisions. Test results should be interpreted in conjunction with clinical observations, patient history, epidemiological information, and other laboratory findings. A reactive test result does not exclude past or present infection by other coronaviruses, such as sars-cov-1, mers-cov, hku1, 229e, nl63, or oc43." A false positive/reactive result would not be used in isolation and would be correlated with clinical history. Additional laboratory testing would be used to determine specific antibody presence. Although there is no potential for serious injury in this case, an MDR will be reported to the FDA as a requirement of the emergency use authorization (eua). Siemens healthcare diagnostics is investigating.

Event description:
The customer obtained reactive (positive) advia centaur xp sars-cov-2 total (cov2t) results for twenty patients. The reactive (positive) results were considered discordant with the (nonreactive) negative results obtained with repeat testing of the samples. The reactive results were reported to the physician, and the physician questioned the results. There are no known reports of patient intervention, or adverse health consequences due to the discordant cov2t results.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2020-00659 on december 22, 2020. February 15, 2020 additional information: siemens healthcare diagnostics investigated and analyzed data to determine if there is possible interference caused by other assays. The data reviewed does not support this claim. The random access and batch mode investigations were run on two different advia centaur systems and on separate days. For the batch mode system (advia centaur s/n irl63811637) the majority of the samples are resulting <0.70 index. Siemens cov2t assay only claims precision on samples from 0.70-2.00 index. Siemens is not questioning the storage or handling of the samples. Cov2t lots 005 and 006 appear to be performing similarly. The customer service engineer (cse) was sent onsite to inspect the the systems. Advia centaur 1 had an actual leak where a valve failed to keep liquid from shutting off, causing a large droplet to form underneath the wash block surface. Valves involved were replaced to stop the leak from forming. Advia centaur 3 had a similar leak. The wash block itself has developed small micro cracks and was showing signs of a past leak. The wash block was replaced. A patient study was performed using 50 known negative samples ran in replicates of 3. The precision is much improved compared to the data from before the wash block was fixed and/or replaced. There are some samples that are discordant between lot 005 and lot 007 either due to fliers or samples resulting around the cutoff. Based on this information siemens is unable to rule out a sample specific issue. The assay is performing as designed. The customer at this time is no longer running the assay. No further evaluation of the device is required. In section h6, the investigation finding, and investigation conclusion codes were updated.